Manufacturer narrative:
Date of event: unknown. Investigation summary: it was reported by the consumer the products had black dots. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show syringes with embedded degraded resin. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301031, lot number 1145013. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate the escapes of this defect, the frequency of inspections were increased. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 85 bd luer-lok¿ syringes had black foreign matter in them. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "black dots: 85 pieces."